Manufacturer narrative:
The insulin pump passed displacement test and rewind test. Compromised force sensor system alarmed during basic occlusion test due to loose and protruded drive support disk noted during testing. Minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads was found on the insulin pump during testing. (B)(4).

Event description:
The customer reported via phone call that they received compromised force sensor system alarm and a motor error alarm. The customer's blood glucose was 120 mg/dl at the time of incident. The customer stated that the insulin was squirting out during the manual prime process. The customer stated that the drive support cap was normal. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.